Manufacturer narrative:
(B)(4)

Event description:
It was reported that a remote transmission showed episodes of non-sustained rv oversensing due to p-wave oversensing. Programming changes were made, and no further issues were reported. Patient was stable.